Manufacturer narrative:
The results of the investigation are inconclusive due to paper adhered to and obstructing the surface of the grounding pad. Functional testing was not possible due to the aforementioned obstruction. The presence of a hair-like foreign material on the grounding pad, in addition to the event description, is consistent with placement of the grounding pad over hair. The rf disposable grounding pad instructions for use (IFU) warns ¿avoid placement over scars, bony prominences, prosthesis, hair, or ECG electrodes. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location¿. A review of the device history record for this lot number confirmed the product was manufactured according to specifications. The cause of the reported burn is consistent with improper placement of the grounding pad.

Event description:
During an ablation procedure, the patient received a second degree burn with necrotic tissue. The patient was receiving a 4-level cervical radiofrequency ablation on the right side, with the grounding pad placed on the upper right flank, over a hairy area. Lesions were attempted to be placed, however the probe would not reach temperature, so the nurse applied pressure to the grounding pad to ensure contact and the lesion was successful. When the grounding pad was removed, the burn was noted. A duaderm patch was placed over the burn to protect the site. The patient was stable and discharged.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided. The correct MFR number is 2182269.